Event description:
As reported by the user facility: incident description: bolus of normal saline ordered for patient. Normal saline 1 liter bag stored at room temperature, primed through pump according to protocol, multiple air bubble alarms, unable to visualize air in line. Air advanced with pump function, line reprimed through pump, line reprimed with gravity, new line primed with all three methods. Finally, pump pulled from service. Nurse unable to provide patient care for 40 minutes due to fighting with air bubbles. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.